Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights: hled. The rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. According to getinge technician findings there was rust on the device, moreover, reviewing the photographic evidence revealed that a paint chipping also occurred. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the device developed rust and paint chipping occurrence and it contributed to the event. The rust and paint issues were discovered during preventive maintenance, so at the time when the event occurred the device was not being used for the patient treatment. After reviewing the information provided for the customer product complaints investigated here, the trend is decreasing and we can assume that the complaint rate for rust issue is low (0,19%) and for paint chipping issue is moderate (0,62%). The most probable root cause of paint and corrosion are probably caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning or disinfection protocol. Besides the multiple impact marks was probably caused by external shocks over a long period, that way the most probable root cause of these paintwork damages is the collision between other products such as the spring arm or lighthead. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged part must be replaced as soon as possible. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual or IFU, for example: document extract ¿user manual IFU 01581/01601¿, 7.1 or ¿40515-hled_userman_01601¿, ed. 09, 9 cleaning / disinfection / sterilisation (page 34-37) and 5.6 environmental requirements (page 10-11) avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appareance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).